Event description:
It was reported that the catheter was inserted in the pt via the right subclavian vein. Immediately after insertion, the pt experienced cardiopulmonary arrest and CPR was not successful. The pt expired. Info from the hosp indicates that there is no relationship between the catheter insertion and the pt's death.